Event description:
The manufacturer became aware that a user of the recent dreamstation auto had states asthma (new or worsening), lung disease, kidney disease, toxicity, reduced cardiopulmonary reserve. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously became aware that a user of the recert dreamstation auto had states asthma (new or worsening), lung disease, kidney disease, toxicity, reduced cardiopulmonary reserve. No medical intervention was specified by the patient. No additional information can be requested at this time. In box b: describe event or problem will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging with asthma (new or worsening), lung disease, kidney disease, toxicity, reduced cardiopulmonary reserve. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product brand name, model number (rfb), model number, catalog item identifier (rfb), catalog item identifier, product UDI (rfb), product UDI are updated in this follow-up. In box h: (device) problem code grid, component code grid, remedial action init (rfb), remedial action initiated, recall (z) number (rfb), recall (z) number are updated in this follow-up.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma (new or worsening), lung disease, kidney disease, toxicity, reduced cardiopulmonary reserve. The device was returned to a third-party service centre. During the evaluation of the device was visually inspected and found no evidence of foam degradation. During the evaluation no secondary findings was observed. The device's downloaded logs were reviewed by the technician. There was no error codes found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.